Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the valve embolization could not be determined. However, patient factors not provided and/or the mechanisms described above are likely contributing factors for the event. The cause of the valve placed too ventricular is related to capturing the embolized valve and pulling it back into the lvot as a salvage. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during implant of a 29mm sapien 3 valve in the aortic position using transfemoral approach, the valve migrated into the ventricle during inflation. The valve was attempted to be puller toward the ventricle with the commander delivery system. This was unsuccessful, the wire position was lost, and the valve was inverted inside the ventricle. A wire was able to be placed through the sapien 3 valve. The commander balloon catheter was passed through the inverted valve to keep it clear from the lvot and allow for cardiac output while a second valve was prepared. A second sapien 3 valve was placed inside the first inverted valve successfully. However, the balloon burst after full expansion of the valve. The patient's condition stabilized. The valves were anchored inside the lvot with good stability. A self-expandable valve was implanted in the annulus, which also stabilized the two sapien 3 valves. The valve was functioning well on echo with mild to moderate pvl. The patient was stable and discharged home.